Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic lower anterior resection, the handle was too stiff to squeeze. Then, a cracking sound was heard. Another handle was opened but the same issue duplicated. A third handle and reload were used and the device worked fine. There was unanticipated tissue loss. No other adverse events were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with post market vigilance (pmv) representative loading units. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.